Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 01dec2021 as no event date was reported. Block h6 (device codes): device problem code a0501 captures the reportable event of peg tube detached. Block h10: the returned endovive safety peg kit (push) was analyzed, and a visual evaluation showed that the peg tube was not detached. No other problem was noted. The reported event was not confirmed. Based on the condition of the returned device, engineers determined that the failure mode reported was not observed. Boston scientific has determined the most probable cause of this complaint is no problem detected since the device complaint or problem cannot be confirmed. The complainant did confirm the correct device was returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method. Was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. During the procedure, the peg tube tip part to pull came off from the base. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. Additional information received on (B)(6), 2022. An endovive safety peg kit push method was used in the procedure and another of the same was used to complete the procedure.

Manufacturer narrative:
This event was reported by the distributor. The health care facility is: (B)(6). Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method. Was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. During the procedure, the peg tube tip part to pull came off from the base. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.